Manufacturer narrative:
Concomitant medical products: product ID a810 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving sufentanyl (200.0 mcg/ml at 146.29 mcg/day), bupivacaine (14.0 mg/ml at 10.240 mg/day), and clonidine (400.0 mcg/ml at 292.57 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that in april it was noticed that the patient¿s ptm (personal therapy manager) settings were somehow changed from a dri (dose restriction interval) of 8 to 12 and max activations from 8 to 12 boluses. The reporter did not recall doing that and had not gotten an order to change it. In reviewing reports from february, march, and april, it was seen that in february there were three updates to the pump, and in looking at the march report, the 12 was already there at the beginning of the session, confirming that in february there was an update of some kind changing the ptm settings from 8 to 12. Per the reporter, they kept it at 12 on (B)(6) 2023 as the patient had been getting that for the last few months and had been happy with those ptm settings. The reporter could not explain how it would have changed and did not have their tablet with them so the reports from the february updates could not be pulled during the call.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-may-05, additional information was received from an healthcare professional (hcp). The hcp wanted to know if we were aware of patient's getting their hands on programmers via the internet. It was reviewed that we have known of this in the past. The hcp stated that they suspect the patient has been tampering / reprogramming their own pump. The hcp stated that the doctor's office assumed this may be going on before the patient started being seen by pentec but they had not been given this information. The hcp stated that in looking at the logs closely, they were seeing programming steps on the day they saw the patient but prior to arriving to the patient's home. The hcp stated that every time they saw the patient, there was a change in the pump time message. It was reviewed that if the programmers being used have different times, the pump time would be off and they would see that alert on their tablet. The hcp stated that one time, the alert said the pump time was off by 2h 59min. The hcp stated that they saw the patient approximately every 20 days and was the only one who programmed the pump. It was reviewed that when logs are triggered and a time stamp at the time of update would be created. The caller was confused on the timing of the programming steps. The hcp stated that at a visit where the patient was still being seen at the physician's office, the nurse noticed that a bolus was being delivered right before the refill, which they had not programmed and all the boluses had been cleared out. The hcp was suspicious that the patient programmed a bolus himself. The hcp stated that every time they saw the patient, within the hours of her getting to the patient's house, they would see reprogramming steps. The hcp thought the patient programmed a bolus right before they get there and they were also seeing in the logs where there were programming steps at times and days when the hcp was not there. The hcp stated that they called before about the unexpected changes with the patient's ptm programming. The hcp did not think so at the time, but now suspected this was related to the patient making changes on their own. The hcp would discuss their concerns with the physician. The hcp stated this problem must go back to january 2022, when the patient started pump refill home service. A phone call was made on 2023-may-15 tothe reporting hcp. The hcp stated they have unveiled a lot of stuff recently regarding this event. The hcp summarized the issue that in april, they noticed significant ptm settings changes from 8 to 12 boluses a day. Hcp stated no one else touches the pump, and they have talked to the medical office and mdt. The hcp stated that the office told her that the patient has ¿done this in the past¿ and was told that the patient ¿probably has their own programmer¿. Since april, the hcp has watched the patient very closely. One significant occurrence occurred may 3. The patient¿s refill date was delayed 1 week due to being diagnosed with covid. This caused the patient to begin to panic because they thought their pump was going to go dry. The hcp communicated that the pump would not go dry and the most recent refill paperwork showed they would be refilled before this would happen. The patient falsely claimed the pump was critically alarming (this was confirmed as untrue as the patient¿s wife (also a nurse) confirmed there was no alarm occurring from the pump). The pump was successfully refilled on may 3. The pentec nurse identified that no programming changes occurred prior to this refill. The nurse suspected that the patient was concerned the pump would go dry so did not program any changes to their bolus schedule. The hcp stated that the programming changes were made right before they got there. They would identify additional bolus programming steps performed on dates the pentec nurse was not in the patient¿s home. The hcp stated that the office knew about this before referring the patient to pentec for refill and they were not informed of this history. An additional occurrence was that the patient was called into the office to perform a refill. When the patient¿s pump was read, they identified a single bolus with a running duration of 2 hours had been programmed prior to the refill. The hcp stated no actions were taken by the office and there was a miscommunication in not letting pentec know. The pentec nurse stated the patient was not a candidate for in-home care and was discharged from pentec and was sent back to their office. The hcp stated they suspected the patient would be weaned off the pump. Confirmation that the another programmer was requested. The hcp stated this was all just suspected at this point. They had not confirmed the use of another programmer, and they were not comfortable confronting the patient in their home regarding the use of another programmer. The hcp again stated the patient was discharged from her service